Event description:
The patient had contacted lifescan and reported that their one touch ultra meter had missing segments on the display. During troubleshooting, it was verified that this was not a new product. The patient had received a result of 63 mg/dl on their meter and was feeling shaky at the time of concern. They drank some "sweet water" and had some food at home prior to going to the doctor's office. Two hours later, the doctor's meter result was 112 mg/dl, which does not reflect any adverse event. The patient was prescribed "food intake to manage the low blood glucose". This case is reported as a meter malfunction since the missing segments issue was not resolved. The patient was sent a replacement meter and some test strips.